Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that after cardiopulmonary bypass it was noted that the shunt sensor leaked blood. The blood leak was observed after the shunt sensor was removed from the bpm upon termination of the procedure. Less than 1cc blood loss. Product was not changed out. Surgery was successfully completed.